Event description:
Physician was attempting to use a hawkone-m and a 6mm spider fx device during the treatment of the mid right superficial femoral artery (sfa). A 6fr non-medtronic sheath was used. Calcified lesion, minimum tortuosity, moderate calcification and 90% lesion stenosis. Lesion length 60mm and artery diameter 6mm. No abnormalities reported in relation to anatomy. The IFU was followed. Embolic protection was used. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues noted when removing the device from the hoop/tray. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. It was reported that the tip detached in vivo. The guidewire prolapsed leading to the tip detachment. The tip was removed using a snare. There were no injury/intervention associated with this event and the device was safely removed from the patient. The procedure was aborted.

Manufacturer narrative:
Product analysis the device was returned along with a hawkone. Device returned with filter basket detached from capture wire. The detached tip of the hawkone is stuck on a detached section of the spider fx wire and basket. The detached section of the capture wite observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.